Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545,Manufacturing site: 3003442380.

Event description:
It was reported that patient faced high blood glucose treated with Correction bolus via pump, event on (b)(6) 2026.